Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as red bumps that look like blisters. There was no alleged device malfunction contributing to the blisters. The patient¿s physician prescribed otc benadryl and hydrocortisone 2.7 prescription cream for the skin irritation. Follow up indicated that the blisters improved.